Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 40 mg/dl. Customer noted that his reservoir did not contain any insulin, it was empty. Customer expressed confusion because he could not find where the insulin went to, as there was no leakage anywhere on the insulin pump. Insulin pump will not be returned for analysis.